Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, post-dilation was performed using a non-medtronic balloon due to valve under expansion. During the post-dilation, the valve was dislodged from the annulus. A second 26mm transcatheter bioprosthetic valve was implanted with no issues. No additional adverse patient effects were reported.